Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Customer returned an emptied vial;unable to evaluate test strips. Most likely underlying root cause of malfunction:user's test strip had a poor fill.

Event description:
Consumer reported complaint for low blood glucose test results. The customer's expected blood glucose test result range is 70 to 80 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer is currently taking insulin to manage diabetes. The customer provided that they have had recent changes to diet. During troubleshooting on the call on (B)(6) 2016, the meter is not coded correctly, the customer is using the incorrect code key for the test strip lot. The product is stored according to specification. The test strip lot manufacturer's expiration date is 10/31/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Adverse event not reported. The customer takes insulin to manage her diabetes. She has had changes in her diet and does not intake a lot of sugars. I will replace the meter, strips and include 2 control solutions s/n #(B)(4), model #truetrack. Investigation required.